Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be identified because the subject device was not sent. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the main board failure -the power supply board failure if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on and worked before the procedure as test, while the patient went into the operation room. Since the user did not have another spare device, the procedure was changed to another time. This delayed the procedure for about two hours. There was no injury or health damage.